Event description:
Study: patient experienced a pinhole opening at incision site in 2006, one month after implant surgery. Pt also presented with a headache and fever. Wound at incisional site cleaned with betadine and alcohol. Dermabond and steristrips applied. Patient prescribed keflex 500mg four times daily for 7 days. Wbc normal. Resolved without sequelae as of 10/04/06.